Event description:
Allegedly, patient revised due to loss of fixation in acetabular cup and infection. (Right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01737, -01738, -01739. Report will be updated when the investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.